Event description:
A vaxcel plus dialysis catheter was being placed for therapeutic purposes. During catheter insertion, the peel-away sheath broke into many pieces. The physician used a surgical instrument to peel the remaining sheath and finish the procedure.